Event description:
Resident with chest and waist jacket restraint was found dead at 3:10am. The autopsy found that resident died of hanging caused by a restraint harness. The resident had been left unattended and had last been checked two hours previously (1am). Medical examiner ruled death accidental with senile dementia a contributing factor.